Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump calculated a different bolus amount than expected. During troubleshooting with tandem technical support, it was found that the pump target blood glucose (bg) level setting was set incorrectly by the customer. Customer reported the target bg would be adjusted. Customer's bg level was 132 mg/dl.